Manufacturer narrative:
No manufacturing defects were revealed in the evaluation of the returned fiber units. It is acknowledged all fibers are 100% power tested prior to release which confirms the operational capacity of the fibers. Additionally, the units are 100% visually inspected for defects. The root cause of the complaint as reported was not able to be confirmed, however, it is likely to relate to the application or method of the device. Dornier fibers are fragile and must be handled with increased care during handling as instructed on the dornier diode IFU qsf-881. Dornier will continue to monitor complaints related to this report. No trends, deviations, or defects were identified.

Event description:
A notification was received regarding diode fiber units which were reported to have burned during usage.